Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant false downstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported constant false downstream occlusion which was reproduced through troubleshooting the device. A review of the event history log identified multiple downstream occlusion. The cause was determined to be downstream sensor was out of specification. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.